Event description:
A customer site reported waste fluid had overflowed from the waste carboy on a benchmark lt instrument onto the floor. No one was injured and patient care was not affected. The field service engineer evaluated the root cause of the failure and determined that the waste carboy was not positioned against the waste sensor. The waste sensor did not malfunction. The lack of proximity between the sensor and carboy prevented the sensor from detecting the waste fluid level in the container which resulted in waste fluid overflow. Since the sensor did not detect the fluid, the system software did not trigger a surveillance alarm alerting the user to a full carboy. While there is always a possibility that a slip and fall event due to a fluid spill could result in death or serious injury, all evidence indicates that the possibility of death or serious injury is remote.

Manufacturer narrative:
There was no evidence of malfunction or defect associated with the waste sensor. Once the sensor was in contact with the waste carboy, it functioned as intended and the system generated an surveillance alarm alerted the user to a full carboy. Because of the remote possibility of injury resulting from a associated with a slip and fall event caused by waste fluid overflow, the firm is in the process of implementing an improved waste sensor design as a replacement to the current sensor. This new waste sensor design should eliminate the observed failure mode. With the new design, the system software will always alert the user of a full waste container regardless of the position of the waste carboy. The new waste sensor design will be introduced to the manufacturing floor on wednesday july 26, 2006. Complete field implementation of the new sensor design is expected to take approximately 12 months. A final report will be sent pending the completion of the field implementation of the new waste sensor.